Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. X-ray review stated that the fit and alignment for implants are normal. Fracture present at the lateral cortex of the proximal diaphysis which extends to the femoral stem. Although fracture lucency cannot be seen extending anywhere else, there is increased lucency adjacent to the lateral portion of the hardware in the trochanteric region which could related to extension of the fracture or be related to loosening which predisposed the patient to fracture in the first place. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown trilogy cup, unknown. Unknown, unknown liner, unknown. Unknown, unknown head, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07297 0001822565-2017-07299 0001822565-2017-07300. Product location unknown.

Event description:
It was reported that a patient underwent hip arthroplasty. Subsequently, the patient is being considered for a revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.